Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient was hospitalized on (B)(6) 2018 for hypotension. The day prior to the hospital admission, the patient underwent eye surgery and was lasix to dry out. The patient completed the surgery and was going to resume dialysis. It was reported the patient lost ten pounds due to the lasiz. The patient¿s blood pressure ¿crashed¿ and was taken to the ER and admitted to the hospital. Upon follow up the peritoneal dialysis nurse reported the event was directly related to the patient¿s eye surgery and lasix. Additionally the nurse reported the patient was non-compliant with treatment. The patient was told to use 1.5% delflex solution but continued using 2.5% delflex solution. The patient has returned home and continued peritoneal dialysis treatment. There is no indication of injury, patient death or other adverse event related to a fresenius product.

Event description:
It was reported a patient was hospitalized on (B)(6) 2018 for hypotension. The day prior to the hospital admission, the patient underwent eye surgery and was lasix to dry out. The patient completed the surgery and was going to resume dialysis. It was reported the patient lost ten pounds due to the lasiz. The patient¿s blood pressure ¿crashed¿ and was taken to the ER and admitted to the hospital. Upon follow up the peritoneal dialysis nurse reported the event was directly related to the patient¿s eye surgery and lasix. Additionally the nurse reported the patient was non-compliant with treatment. The patient was told to use 1.5% delflex solution but continued using 2.5% delflex solution. The patient has returned home and continued peritoneal dialysis treatment. There is no indication of injury, patient death or other adverse event related to a fresenius product.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between therapy utilizing the liberty select cycler, and the patient¿s adverse event of acute orthostatic hypotension which warranted hospitalization. The etiology of the patient¿s hypotensive event was attributed to the patient¿s recent eye surgery and the use of lasix prior to surgery. Acute hypotension and/or orthostatic hypotension are known/documented side effects of lasix (3) and dialysis therapy. In addition, lasix is contraindicated for those patients who do not produce urine or have kidney failure. However, the pdrn also reported the patient was non-complaint with their pd prescription after the surgery as instructed. It is unknown to what extent the patient¿s non-compliance may have contributed to the event. It is known however, that non-compliance to pd therapy directly affects its efficacy. Therefore, based on the information available, causality of the event cannot fully be determined. There is however, no objective evidence that indicates the liberty select cycler malfunctioned or did not meet performance expectations causing or contributing to the patient¿s adverse event. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found 1 complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.